Manufacturer narrative:
The customer called and spoke with a philips representative. The philips representative informed the customer that philips is no longer able to provide any assistance for this device model. Due to eol.

Event description:
It was reported to philips that the device had a battery failure while testing. There is no patient involvement.